Event description:
After removal of device from leg status post saphenous vein harvesting, the device tip was noted to be orange and a flame was seen. The device was turned off, however the flame continued, so the device was unplugged from the power source. It is thought that the handle locked in place and therefore disabled the device from being turned off. There was no harm to the patient but there was potential for such to occur. FDA safety report ID # (B)(4).